Manufacturer narrative:
(B)(4) this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had poor aseptic technique and failed to follow proper therapy instructions. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis. On unreported date(s), the patient was treated with vancomycin (route, dosage, frequency, and duration not reported) and gentamycin (route, dosage, frequency, and duration not reported) for the peritonitis. It was not reported if dianeal and extraneal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.